Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated device had a red led light that was constantly on. Customer requested assistance in determining the cause but was not interested in sending device to nka for evaluation. The issue was first reported under ticket: (B)(4). On (B)(6) 2020, customer responded to nka's follow up stating that the issue was determined to be caused by a pinched ground wire as a result of repairs performed at the hospital. Service history for this device shows no other reported incidents. Investigation conclusion: customer did not send device to nka for evaluation. Customer reported that the issue was caused by repairs performed in-house, causing a ground cable to be pinched. Customer resolved the issue by fixing the pitched cable. No CAPA is required. The following fields are not applicable (na) to the MDR report: d4: lot number & expiration date. Additional information: b4: date of this report. F6: date user facility/ importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) does not have any audible alarms and visual alarm stays on read. Not on patient.

Manufacturer narrative:
The biomedical engineer reports that the bedside monitor (bsm) does not have any audible alarms and visual alarm stays on read. Not on patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) does not have any audible alarms and visual alarm stays on read. Not on patient.